Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn.

Event description:
Patient was implanted with prodisc-c at c6-c7 continued to have pain similar to that experienced pre-implant. Patient returned to the surgeon and x-rays were taken. Prodisc-c implant was removed due to osteolysis (intra-operative lab results showed patient synovitis).